Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her grandson is receiving a no delivery alarm on his pump. Her grandson's blood glucose level at the time of the incident was 256 mg/dl. Customer was able to troubleshoot. After disconnecting the quick release, customer reported that insulin did not exit the infusion set tubing and the pump alarmed no delivery. Customer did not have a plunger available to manually push insulin through. Customer reconnected the quick release manually primed the pump. Customer reported that the pump alarmed no delivery. Customer does not have a new infusion set or reservoir to try to connect new replacements to the pump. No product is expected to be returned.